Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient was booked for a reverse shoulder revision due to recurrent dislocation due to fall.

Manufacturer narrative:
Correction: cause investigation codes updated post investigation closure. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture taken just after the devices explantation (soiled insert), no additional information could be observed. A review of the device history was not possible because the lot number was not communicated (unfortunately, the lot number initially given for the glenosphere did not exist). No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient was booked for a reverse shoulder revision due to recurrent dislocation due to fall.